Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the unit won't pass the flow test. There was no patient harm.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the unit won't pass the flow test.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.